Manufacturer narrative:
(B)(4).

Event description:
It was reported following implant, the patient developed an infection at one of his neurostimulator sites and his device system was removed. When the patient's infection cleared he had another system implanted but he did not believe the physician was able to place in the same "sweet spot" as before. Refer to manufacturer report # 6000032-2012-00218 . It was unclear if the patient was referring to this previously reported infection or a separate event.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was previously reported regarding the lead, ¿it didn¿t quite hit the sweet spot and it¿s just absolutely useless."